Manufacturer narrative:
The device was returned to olympus for evaluation. The user report of "not passing scope clean test four times" was confirmed due to channel leaking. Channel checked with boroscope revealing tear marks. The forceps cover glue was peeling due to a shock caused by dropping and knocking the endoscope to a hard surface or object. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the evis exera ii ultrasound gastrovideoscope did not pass the scope clean test four times. The device was returned to olympus for evaluation, and the service center found the forceps cover glue was peeling. This report is being submitted for the peeling forceps cover glue. No patient harm or injury occurred due to this malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, phenomenon and peeling occurred due to device deterioration over time considering the year of manufacture of the equipment, and the application of external force such as strong rubbing against the relevant part during normal use including reprocessing. It was presumed that the phenomenon is caused by handling. Feedback to customer : do not use if any abnormality is found in the equipment during the pre-use inspection. As stated on the IFU (instruction for use) the user manual states: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.